Manufacturer narrative:
Result: damaged communication cord and broken arm cover. This user facility serves as the health care provider for one of the state prisons. As a result, it has been reported that patients intentionally damage various device components with unrestrained appendages. Additionally, patients are regularly restrained in manners that conflict with the device's instructions for use.

Event description:
It was reported by service report that there was a bad comm cord and a broken arm cover. No adverse consequences have reported.